Event description:
In 2008, the patient reported that she has been hospitalized three times since the previous month, due to elevated blood glucose readings and dka (diabetic ketoacidosis). She reported that during the first incident, she was already in the hospital due to gastroparesis, and her blood glucose began to elevate and she was diagnosed with dka. She was treated with an insulin IV. The patient was very angry during the report and stated that her blood glucose was still elevated (318 mg/dl) and she received an occlusion error (e4) while attempting to bolus 8 units of insulin. Her son administered an insulin injection via syringe to lower her blood glucose. To troubleshoot she was instructed to disconnect from the infusion site and to perform a prime. She was able to do so without error. She stated she changed her infusion site before calling for assistance. She was advised to change her infusion site again. She inserted a new infusion site and was able to bolus without error. On a day after the original date, the patient blood glucose measured 358 mg/dl when she woke up and she bolused 20 units of insulin. She requested additional training and to be sent. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.